Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed and required maintenance. A field service engineer inspected drawers with lights on but not showing in storage configuration or diagnostics and eliminated drawers and removed network cable with no change. Fse reseated communication cube module boards and connections, inspected all drawers, and reseated connections, but the issue persisted. The fse replaced the communication cube, added drawers back one at a time, and tested successfully in diagnostics and the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had all drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.